Manufacturer narrative:
Initially, it was reported that this valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to moderate to severe stenosis (peak/mean gradient of 69/42mmhg, velocity of 4.1m/s, area/index 0.9). The patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the surgical device with no reported complications. The patient was noted as to be discharged home. However, through investigation it was learned that this valve was explanted after an implant duration of 13 years and 11 months. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. In this case, the valve was implanted for more than 10 years. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from the united kingdom that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to moderate to severe stenosis (peak/mean gradient of 69/42mmhg, velocity of 4.1m/s, area/index 0.9). The patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the surgical device with no reported complications. The patient was noted as to be discharged home.